Event description:
The patient contacted animas on (B)(6) 2012 stating that for the past month the ok keypad button had a delayed response. The patient noted that there was a tear on the ok keypad button but was unable to confirm whether this occurred before the tactile issues. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and cleaned the pump with a q-tip and water with soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.